Manufacturer narrative:
(B)(4).

Event description:
It was reported that while reviewing the session records, false auto mode switching episodes caused by noise and intermittent crosstalk were observed. Device was explanted and replaced. Patient left the hospital in stable condition.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via stored egms. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.